Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was an error message indicating "out of stock," despite the medications being present; the cubie appears greyed out. A technical support specialist facilitated the unloading and loading of the medications. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system displayed an error message indicating "out of stock," despite the medications being present; the cubie appears greyed out. The customer reported that a malfunction occurred when the user attempted to dispense medication to a patient, resulting in the nurses being unable to retrieve the medication for that patient. The name of the medication was buprenorphine/naloxone. There were no adverse events or injuries reported based on this event.